Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a sensor error alert with 5 sensors. Customer's blood glucose was 44 mg/dl. Customer treated with hard candy. Troubleshooting was performed and the customer was advised that the transmitter may not be working. The transmitter failed the test plug procedure and will need to be replaced. Customer stated that she has severe hypoglycemia unawareness.